Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Patient had a previous fusion with expedium 6.35 at another hospital about a year ago. Screws were in bilaterally at l4-5 and the set screw/rod interface on the left side was loose and metallosis was noted. Dr. (B)(6) removed the rod and caps and replaced with a new rod and new caps.